Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the clinic with shortness of breath, non-capture threshold was observed on the right ventricular lead. The chest x- ray confirmed right ventricular lead dislodgement. Right ventricle perforation was also observed. The physician explanted and replaced the lead. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.